Event description:
It was reported that the pt experienced "malfunction of his intrathecal pump, which was tested and determined to have failed". The pt desired elective replacement. The pump was easily accessed and "atraumatically removed" from the pocket and replaced with a similar device which was connected to the existing catheter. The pt returned to the recovery room in satisfactory condition.

Manufacturer narrative:
(B)(4).